Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the thumb press was broken on the bd ultra-fine¿ 3/10ml insulin syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from japanese: "the syringe component to push down was broken."

Event description:
It was reported that the thumb press was broken on the bd ultra-fine¿ 3/10ml insulin syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from japanese: "the syringe component to push down was broken."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 26-jul-2022. Investigation summary customer returned (2) 0.3ml syringes. Both syringes have had their thumbpresses break off from the proximal end of the plunger rod. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of broken thumbpresses. A definitive root cause cannot be determined.